Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was unable to be interrogated with several programmers. The device was explanted and replaced. The patient was stable with no consequences.